Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that while advancing the lens in the left eye the surgeon noticed the haptic was broke. The incision was enlarged to remove the lens and a different model lens was implanted. The patient is doing well and has no issue.

Manufacturer narrative:
The device was returned and evaluated. The device history records (DHR) were also reviewed and there were no discrepancies or anomalies. Based on the current information, the exact root cause of the event cannot be determined; however, it is likely that user-related factors (such as loading and handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.